Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation is completed, a follow up MDR will be submitted. Concomitant medical products: item # unk, hip-other-heads-unk, lot # unk, item # unk, hip-other-cups-unk, lot #unk, item # unk, hip-other-liners-unk, lot #unk, item # unk, hip-other-stems-unk, lot #unk. Product remains implanted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-00713, 00714, 00715, 00716, 00717. Product remains implanted.

Event description:
It was reported that a patient underwent hip arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision on an unknown day for an unknown reason. The revision was cancelled due to an infection not related to any implanted product. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent hip arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision due to infection. The revision was cancelled due to an infection not related to any implanted product. Attempts have been made and no further information has been provided.